Event description:
It was reported that there were inappropriate shocks delivered for what clinicians deemed to be oversensing due to lead fracture noise from the right ventricular (rv) lead. The patient had recent cardiovascular surgery which was suspected to have dislodged the rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).